Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block message. Customer stated they followed the pump screen instruction to rewind but the message again appeared. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black case type = ngp customer returned pump for an alleged no delivery found on 04-sep-2022. The pump passed the rewind test, sleep current test, active current test, and self test. The pump failed the prime/seating test due to early seating. Unable to perform the displacement test, basic occlusion test, force sensor test, and occlusion test due to failed rewind test. P-cap locks properly into the reservoir compartment. No delivery alarm was found in the history files on event date of 09/04/2022 from 11:41:00.000 to 12:11:28.000 during prime. Failed battery test was found in the pump history on 09/04/2022 12:01:47.000. Pump error 3 was found in the pump history on 09/03/2022 15:59:07.000. Pump error 54 (line# 1421, file# 32122) was found in the pump history on 09/03/2022 15:59:05.000. Pump was cut open to perform visual inspection and moisture damage on the force sensor. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, label damage. Unable to confirm no delivery due to not being able to perform delivery testing. Prime anomaly confirmed due to failed prime/seating and was isolated to moisture damage on the force sensor. Pump error 3 and 54 were confirmed in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.